Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01-18-2019 that on (B)(6) 2018, patient reported a pairing failure. The transmitter has been received for evaluation. An external visual inspection was performed, and the transmitter passed. A voltage test was performed, and the transmitter passed. A pairing test was performed and the transmitter passed. A final functional test was performed and the transmitter passed. The share log was reviewed and a transmitter failure error was observed. The customer complaint of a pairing failure was not confirmed. The reported issue of a pairing failure is reportable based on the finding of a transmitter failure error. No additional patient or event information is available.